Event description:
Procedure type: gastrectomy. According to the reporter: after the procedure, the doctor built an esophago-enterostomie. It worked properly but there was no passage in the anastomosis (controlled by gastrography). The serosa was inverted and completely closed, but the donuts were complete too. So it was necessary to rebuild the anastomosis. The second application showed the same results. Now the doctor has only one chance to rebuild again because the intestine was now very short. This time the doctor chose to use a stapler from another manufacturer. On (B)(6) 2011, the patient had to be redone again because she has a pancreatitis. The patient is now in the ICU with a respiratory tube and a parenteral tube. According to the reporter, there were no injuries reported. Operative time was extended by more than 30 minutes. No blood loss occurred. There was no extension of the incision and there was no loss of tissue or tissue damage.

Manufacturer narrative:
(B)(4).